Event description:
Event description guidant received information that the patient with this right ventricular lead presented in the emergency room with an impedance measurement greater than 2500 ohms. The physician confirmed that the lead had fractured. There were no adverse patient effects.